Manufacturer narrative:
Based on review of the file, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, when the doctor was using the device to clam the vessel, he found the jaws of the device were locked and he did not squeeze it. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, when the doctor was using the device to clamp the vessel, he found the jaws of the device were already locked though he did not squeeze it. A new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.